Event description:
It was reported that during shoulder instability repair on (B)(6) 2013, both screws were pulled out of their humeral head after insertion and during knotting of the suture. They pulled out very easily. For preparation, an ar-1250lt & ar-1949 were used. A fragment was left inside patient and is not secured because it could not be found by surgeon. A revision is not yet planned but will be decided according to patients status.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. One of two devices involved in the event were returned for evaluation. The returned device was found to be intact with no broken or missing pieces. Barbed features were observed to be flattened & crushed, consistent with a device that was inserted then pulled out. Based on the device evaluation, it is concluded that the reported unretrieved fragment did not come from the returned device but may have come from the second, unreturned anchor. However, without an evaluation of the second device, the reported condition cannot be confirmed and the complaint cannot be verified. Possible causes for unretrieved fragments are: suture loop breakage or implant breakage during insertion. These could be caused by the application of excessive force beyond the strength of the suture loop and in the case of broken implants, caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.